Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. While the operator was making connections for rinseback at the end of a routine hemodialysis treatment, the tip of a syringe the operator had placed at the end of the fluid spike assembly broke off in the luer connector. The operator did not perform rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. There were no problems reported with the nxstage device. The reported blood loss is attributed to the operator not performing rinseback due to a broken syringe tip in the luer connector. The exact cause is not known but the break was most likely due to excessive force being applied when disconnecting for rinseback. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.